Event description:
It was reported that the patient no longer has any impressions of sound on his left hand side (he is bilaterally implanted). The patient fell in 2006, and landed heavily on his head, it has been necessary to already re-implant the patient on his right hand side. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.